Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), at the introducer puncture site the patient developed a hematoma. The patient was taken to the operating room for a repair of the left femoral artery due to a venous laceration and pseudoaneurism and a retroperitoneal bleed was suspected. A wound debridement and use of vacuum assisted closure device was used due to cellulitis and abscess of the wound. The patient was implanted with an inferior vena cava filter as a deep vein thrombosis was identified.